Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-03-31 UDI #: (B)(4) mfg date: 2018-03-09. (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-03-31 UDI #: (B)(4) mfg date: 2018-03-08 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-03-31 UDI #: (B)(4) mfg date: 2018-03-08 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-03-31 UDI #: (B)(4): mfg date: 2018-03-08 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-03-31 UDI #: (B)(4) mfg date: 2018-03-08 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2019-03-31 UDI #: (B)(4) mfg date: 2018-03-08 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching with loss of power to the controller and pump. The controller was exchanged and all associated batteries were services and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation and six (6) batteries were not returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed one premature power switching event that was due to momentary disconnection involving one battery. As a result, the reported power switching event was confirmed. Log file analysis also revealed one (1) controller power up and associated motor start event. The data point logged on the controller's internal logs prior to the controller power up, revealed that one battery was connected to power port 1 with 51% relative state of charge (rsoc) and one battery was connected to power port 2 with 21% rsoc. The controller was without power for 12 seconds. As a result, the reported power loss event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections. An internal investigation was initiated to evaluate momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 12 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.